Manufacturer narrative:
The initial reporter's complete information was not provided.

Event description:
According to the advocate, the customer received a blood glucose reading of 437mg/dl on the contour next link 2.4, retested on a different meter and the reading was approximately 138mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.